Event description:
An 83-year-old male with htn, hld, mild pad, and copd, newly started on hydroxychloroquine (plaquenil) for rheumatoid arthritis, and device flows developed progressive heart failure symptoms and oliguria leading to hospital admission. Due to concern for myocarditis, rv biopsy confirmed necrotizing eosinophilic myocarditis (reported as a rare side effect of hydroxychloroquine). The patient (on nasal cannula and three vasopressors) underwent placement of impella rp flex on (B)(6) 2025 at 14:32, followed by impella cp on (B)(6) 2025 at 15:22 for bipella support. Right heart catheterization via femoral approach was used after difficulty from the ij. Minor bleeding at the access site (fem stop on left groin) and renal failure requiring dialysis were reported. Bleeding is a known risk per our instructions for use (IFU) because of our anticoagulation and purge requirements. Pump positioning was confirmed by echo neither pump nor console was replaced, and the patient was transported while supported (cp p7, rp p8). Based on the information available, the patient experienced hemodynamic deterioration related to advanced cardiogenic shock secondary to necrotizing eosinophilic myocarditis, for which impella rp flex and impella cp support were initiated. During rp flex support, the device exhibited elevated pa placement signal with persistently low flows despite appropriate positioning and no aic alarms. The patient ultimately expired while supported with both devices; no causal relationship between the impella systems and the patient¿s death has been established, as the patient¿s underlying condition represents a significant confounding factor. Both the rp flex and cp devices are being returned for evaluation, and data download has been requested. Additional follow up will be provided if further information becomes available. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s critical underlying conditions of necrotizing eosinophilic myocarditis, advance cardiogenic shock and scai stage e.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in d3 (manufacturer fax). Upon review, it was identified that this information was inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation was completed. Investigation summary: minor bleed: the cause of the injury was not determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Low or blocked pump flow: no logs were returned. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.